Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a sensor glucose of approximately 225 mg/dl, after which the device delivered corrective insulin and glucose subsequently declined into the 70 mg/dl range; during the decline, the user ate a meal without announcing it, and later glucose was approximately 170 mg/dl trending upward. Symptoms included hyperglycemia followed by low glucose readings. Outcomes included device-guided correction with user monitoring and no alerts or alarms. Investigation included customer support assessment and troubleshooting with education on monitoring and when to call back. Investigation of this case revealed no device malfunction reported, with the event occurring while the algorithm was still adapting early in use and confounded by an unannounced meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.